Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon said "it misfired". It is unknown how the case was completed. There was no consequence to the pt.